Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the lead was replaced due to a low p-wave sensing threshold of 0.4 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received